Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. Per follow-up information received via ibc on 16dec2021, stated that there was no visible damage to the catheter balloon. The device was not used by the patient and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate during the pretest. Per follow-up information received via ibc on 16dec2021, stated that there was no visible damage to the catheter balloon. The device was not used by the patient and there was no impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter with sample port connector. Visual inspection of the sample noted inflated the catheter balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated passively within (1 minute 55seconds) with no issues. Dissect the balloon to verify the notch perforation. Cut the inflation funnel and the inflation lumen was measuring (0.030"). The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.